Manufacturer narrative:
Section a4: patient weight corrected. Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the reported event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch (B)(4) received on (B)(6)2025 that states the patient presented to an outside hospital and found to have a high international normalized ratio (inr) around 12. The patient was anticoagulated as part of ongoing treatment with a ventricular assist device (vad). The patient received an anticoagulation reversal agent. The patient's inr dropped to 1.2 - subtherapeutic. The patient subsequently stroked likely from cardioembolic source. The patient was then transferred for further treatment. The patient did have neurological deficits as a result of the stroke. Cardiac drugs were provided to the patient.

Manufacturer narrative:
User facility report: (B)(4) received on 24jan2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.